Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that a pericardial tamponade occurred after the implantation. A drainage was placed. The rv lead was repositioned 2 days later because no capture was detected. The lead was not returned.